Event description:
The customer reported the system will not boot up, and shows a checksum error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory. System operates as intended. This MDR is related to ge healthcare.